Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿image disappeared¿ was not confirmed. The device evaluation found connector crack breakage, connector electrical corrosion, cable part loosened, cable discoloration, head focus discoloration, head main body scratched, head free lock corrosion, head scope mount corrosion and discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd camera head¿s image disappeared. The issue was found during a therapeutic transurethral observation of laparoscopic partial cystectomy procedure. The intended procedure was completed with another similar device. There was no reported delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon of ¿image breakage¿ was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been close to 8 years since the subject device was manufactured. Further findings were observed, such as water intrusion into the interior occurred due to the occurrence of poor water tightness due to the cracking of the video-jacket. At that time, the inside charge-coupled device (ccd) temporarily failed, hence, it was not possible to communicate normally, and it was possible that the image cut-off of the indication occurred. However, since this event was not reproducible, the cause of the occurrence could not be determined. Olympus will continue to monitor field performance for this device.